Event description:
As reported on (B)(6) 2012, a pt of unk gender and age presented for an abscess drainage procedure. It was reported that the catheter broke. No harm or injury to the pt regarding this event was reported. It is unk if the reported device will be returned to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specification. The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device and pt info. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. Complaint # (B)(4).